Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the patient reported that the buttons stopped working (clicking) after one day of use. The patient said that the patch was replaced with a new one but the old one that was not working was discarded. The patient was re-educated to return the complainant devices. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the patch became unusable.